Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Customer's blood glucose ranged from 80-150 mg/dl. The customer continued to use the pump for insulin therapy.